Event description:
It was reported that a continuous glucose monitor showed repeated error messages while being used with pump. There was no reported adverse impact to the customer. Customer was given instructions by technical support to perform full pump reset, planned to complete reset when ready, and would contact support again if problem continued.